Event description:
Patient was placed on table and right mammotome procedure started. Area of interest located and mammotome probe fired into the breast as normal. During the first biopsy cut, the probe started as normal but stopped working and pulled back somewhat, but not out of the breast. The machine gave an error code saying the probe was damaged. The surgeon had to manually remove the probe. It would not pull back. It appears to have been a faulty probe. The machine itself did not malfunction, it was the needle. We have used another needle out of the same box since and had used a needle before this incident and they worked fine.